Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2015 with the following findings: the display was faded and discolored and the battery compartment was cracked. Unrelated to these issues, investigation revealed that the audio bolus button was torn/punctured, but the button responded normally to button presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was discolored and the battery compartment was damaged. This report is made based on results of investigation completed on 11/11/2015.